Event description:
A customer reported a loss of monitoring for multiple telemetry patients due to telemetry dropout. The dropout lasted for periods of time between 10 seconds and 2 hours. No injury was reported. The issue was reportedly corrected by replacing 12 amplifiers and 1 active antenna on the apexpro telemetry system. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.